Event description:
Right knee pain, right knee swelling, right knee effusion. Information was received in 2004 from pt with a history of osteoarthritis, previous synvisc series in the right knee and arthropscopic surgery in the right knee 6 years ago (1998), and no reported allerigies to eggs, poultry or feathers, who experienced right knee pain, swelling and effusion. The pt received two synvisc injections into the right knee in 2004. Fluid was not aspirated from the knee prior to both injections. Following the first injections, they did not experience any problems. Three days following the second injection, they experienced pain and swelling in their right knee. Six days later, the pt's doctor aspirated a viscous fluid (no blood) from their right knee "using a one inch diameter syringe" and gave pt a cortisone shot. They did not receive the third injection. At the time of this report, their symptoms were much improved. Qa investigation results: review of data did not indicate trends that could be associated to any product complaint.